Event description:
The customer reported that the system displayed a corrupt software error message. This error message will likely cause the system to lock-up or prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced. The system was then found to be operating as intended.